Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer declined troubleshooting. The customer was treated with humalog during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as dehydration. Customer was able to complete carelink upload. Customer stated that they ran the displacement test and the insulin pump passed it. Customer had other relevant blood glucose values such as 660 mg/dl and 206 mg/dl. The insulin pump will not be returned for analysis.